Event description:
It was reported that the patient went for a final follow up and activate the artificial urinary sphincter (aus), it was noticed that the patient was still leaking urine. The physician performed a cystoscopy and the plan was to downsize the cuff. However, a leak in the pressure regulating balloon was identified during surgery. All components were removed and replaced. The cuff was downsized from 4.5 cm to 3.5 cm. The patient had a good outcome with a functioning device.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.